Manufacturer narrative:
Results: other - hose assembly leaking.

Event description:
It was reported by service report that the hydraulic hose is dripping some fluid. No patient involvement or adverse consequences are reported.